Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted but was not implanted as the lead was unable to be manipulated due to the presence of a capped right ventricular lead and a new right ventricular lead. A smaller diameter lead was used to complete the procedure. No patient complications have been reported as a result of this event.